Event description:
A customer contacted baxter's global technical service center to report a disconnection from the final bag while connected the homechoice device during drain 1. The caregiver (cg) stated she reconnected the final bag to the disconnected line. The technical service representative (tsr) advised the cg will need to end therapy and start over with new supplies. The tsr explained to the cg that once the line became disconnected, it was no longer sterile. If the hp continued using those supplies, there was a risk of infection.

Manufacturer narrative:
(B)(4). The sample is not available, and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. On (B)(6) 2010,product surveillance followed up with the homepatient regarding reconnecting the final bag to the disconnected line. The homepatient stated that it was a mistake and they discarded the supplies and started over with new. The homepatient also stated that he was able to continue with therapy. The homepatient stated that he is doing well with therapy. No medical intervention or patient injury was associated with the report. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Patient was revised to address hip pain and elevated ion levels.